Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported a complaint that during endoscopic vein harvesting procedures using vasoview hemopro 2, that there is too much steam in the tunnel and they regrets switching to hemopro 2. This is not a complaint about a specific case, they said it happens whenever they uses hp2. This is a general complaint and has not resulted in patient injury.

Event description:
Summary: the hospital reported a complaint that during endoscopic vein harvesting procedures using vasoview hemopro 2, that there is too much steamin the tunnel and they regrets switching to hemopro 2. This is not a complaint about a specific case, they said it happens whenever they uses hp2. This is a general complaint and has not resulted in patient injury.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10 internal complaint number: 350169 a lot history record review was completed for lots 25151444, 25151054 and 25150945 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.